Event description:
The customer reported that the gastric tube was bent/crimped.

Manufacturer narrative:
Seven samples were received for evaluation. A visual inspection was performed and the tubing was found kinked. The reported issue was confirmed. An investigation of the manufacturing process was performed. It was found that the process consists of taking the tube and system and the operator connects them together. The product is then packaged and then placed in a box. The issue was found to not be manufacturing related. However, pieces of tape were found on the tubing samples. A possible root cause can be due to the outside supplier¿s packaging process. A formal corrective and preventative action was implemented as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported bent/crimping of the edlich gastric lavage tube.